Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that he is out in the middle of a lake and he tried to remove the battery but it did not help. Customer stated that the pump was near a wet bathing suit but it did not get wet. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
There was no button error alarm on the insulin pump. The pump had an intermittent button response due to the moisture damage on the keypad trace. The pump had a minor scratched lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. (B)(4).